Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uncomfortable- vagina vulvovaginal discomfort. Painful- vagina vulvovaginal pain. Uncomfortable and painful to remove complication of device removal. Uncomfortable- tampon medical device site discomfort. Painful- tampon medical device site pain . Cotton sheds off device breakage. Case narrative: consumer reported via e-mail that cotton on tampon sheds off and tampon is painful and uncomfortable during removal. No serious injury reported.